Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 217-231 mg/dl, and the meter bg reading was 170-190 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.

Manufacturer narrative:
The t:slim x2 user guide states, ¿before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips.¿

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 217-231 mg/dl, and the meter bg reading was 170-190 mg/dl. Reportedly, the customer's hand were not washed prior to testing bg levels with the bg meter. Customer's hands were washed and bg levels were tested again; however, there was still a discrepancy between the readings. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.